Event description:
It was reported that the patient had his implantable neurostimulator (ins) replaced and was receiving impedances greater than 4000 ohms [electrode pairs greater than 4000 ohms: c-6, c-7 when run at 4v and 330 us]. The patient was programmed at 4+5- at 5v, 90 us, 185 hz and was receiving impedance values around 2006 ohms. It was noted that the patient therapy outcome was good at these settings. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the company representative that reported implantableneurostimulator (ins) was replaced due to low battery. There was no indication the battery depletion was premature. It was noted that the patient was still receiving impedances greater than 4000 ohms on electrode pairs c-7, and unknown impedances on electrode pairs c-6 and 4-7 prior to replacement. The patient's wife also stated that she believed the patient's left-side therapy was 'not as good as before' prior to replacement. It was believed there was a possible lead/extension connection issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: unk ins model 7428 serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2011 extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: unk lead model 3387s-40 lot# v085139 implanted: (B)(6) 2008 explanted: unk lead model 3387s-40 lot# v060436 implanted: (B)(6) 2008 explanted: unk.